Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported event could not conclusively be established through this evaluation. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6) until (B)(6) 2019, when the patient experienced another major bleed, which was reported under MFR # 2916596-2019-05366. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced dyspnea and was feeling weak. There were no signs of infection detected. The patient had low hemoglobin (4.0 mmol/l) and was hospitalized and given a blood transfusion. The cause of the bleeding was not identified but the event was considered resolved/recovered on (B)(6) 2018.